Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. However, during the device analysis, the service technician identified that the image disappears during angulation in the up down directions due to damage to the charged couple device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the charged coupled device unit caused the image to disappear during angulation in the up/down directions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.